Event description:
A malfunction was reported with the pump, and the malfunction code displayed was malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared.